Manufacturer narrative:
Initial medwatch sent to the FDA. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "nausea" , "pain", and "obstruction" as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response."   "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." Indications for use: caution: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than the maximum approved time of 6 or 12 months. Warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than the maximum time approved - 6 or 12 months or used at larger volumes (greater than 700cc). Bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. Some obstructions have reportedly been associated with patients who have diabetes or who have had prior abdominal surgery, so this should be considered in assessing the risk of the procedure. Bowel obstructions can result in death.   "Complications: possible complications of the use of the orbera system include:  death due to complications related to intestinal obstruction is possible. Esophageal obstruction. Once the balloon is being filled in the stomach, the balloon could be inadvertently pulled back into the esophagus. If this occurs, surgery or endoscopic removal could be required. Gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully filled (400-700 cc) balloon to impair the gastric outlet, which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require early removal. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. The labeling is adequate as it addresses the reported complaint.  The occurrence of this reported complaint for this product will be reviewed as appropriate in the complaints analysis meeting.

Event description:
The patient presented to the emergency room with severe epigastric pain and nausea for several days. Patient was seen a few days later in consultation and booked the endoscopic removal because she had significant difficulty eating and tolerating anything by mouth. Orbera balloon was removed that was causing a gastric outlet obstruction (goo) 8 months after being inserted in (B)(6).